Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to power on and was making a high pitched noise. The charger was sent to the supplier for further root cause investigation. A supplemental report will be sent upon completion of the supplier investigation. No adverse event resulted from the defective battery charger.

Event description:
A (B)(4) distributor returned a patient's battery charger and reported that the charger was unable to charge a patient's battery packs.